Manufacturer narrative:
(B)(4). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. As this is a confirmed complaint, no DHR required. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Complaint confirmed from CAPA 50937. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter leaked during collection. No blood exposure to mucous membrane. No injury or medical intervention.